Event description:
It was reported that at the beginning a prostate procedure, the laser would not read the fiber card - two fiber cards were attempted unsuccessfully; no error message was rec'd. The case was performed using an alternate surgical procedure (turp). No pt injury was reported.

Manufacturer narrative:
The laser was rebooted by the customer and reported to be functioning with no problem. The fiber/fiber cards associated with this event will not return by the customer; the customer has not requested service of their laser system. There has been no reported reoccurrence of this event since the initial report.